Manufacturer narrative:
Corrected data b5: the reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -11.0/1.5/086 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to the lens being too small and lens rotation. Reportedly, "iop was good." Claim# (B)(4).

Manufacturer narrative:
B5: corrected to: the reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -11.0/1.5/086 (sphere/cylinder/axis) was implanted into the patient's eye on (B)(6) 2022. On (B)(6) 2022, the lens was explanted and replaced for a longer length lens due to the lens being too small and lens rotation. Reportedly, "iop was good." H6 - health effect - impact code: 4627 should be added to initial MDR. H6 - health effect - impact code: 4629 should be removed from the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -11.0/2.0/074 (sphere/cylinder/axis) was implanted into the patient's eye. On (B)(6) 2022, the lens was exchanged due to the lens being too small and lens rotation.